Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The device evaluation and review of the device logs confirmed the occurrence of system fault (sf74) error message, however, performance testing could not reproduce the device fault. The evaluation determined that the reported event was due to a software issue. The device software was upgraded to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.